Manufacturer narrative:
Result - rod side hydraulic hose; lift here label.

Event description:
It was reported by service report that both "lift here" labels were worn and unable to be read. It was further reported the small hydraulic hose was leaking fluid from the top connector where it crimps to the hose. No pt involvement or adverse consequences are reported.